Event description:
A customer reported experiencing a cartridge alarm 30 issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact to the blood glucose level. Technical support confirmed the issue of consecutive cartridge alarms and decided to replace the pump as a corrective action.